Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Event description:
Through implant patient registry it was learned a 27mm 7300tfx mitral valve was explanted after implant duration of five (5) years, four (4) months, due to unknown reasons. The explanted device was replaced with a 25mm 11400m mitral valve. Explant was not due to deficiency of the original device. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.